Event description:
The pt underwent a sling procedure sometime 2003. During a follow up visit, the physician noted vaginal exposure of the mesh. The physician excised the expose mesh and performed a reclosure. The pt is now healed. The physician reported that he had soaked the device in a bacitracin solution prior to inserting it and that he had used a running locked suture to close the incision.